Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#(B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#(B)(4)). On 2018-aug-28 arjo was notified about the citadel plus bed malfunction. Following the information provided the safety side detached from the bed's frame and fell to the floor. There was no indication of patient's involvement. There was no injury nor other medical consequences reported. Upon the device evaluation, arjo service technician confirmed that the plastic part of the safety side separated from the safety side arm assembly. The screws attaching the safety side were still there at the time of the malfunction however some of them were pulled out as a result of the panel separation. According to the information provided by arjo service technician the malfunction as such could have occurred: if the safety side was hit by doorframe while going through a door, if patient was putting his weight on a safety side in order to adjust their position or get up from bed, if the hospital staff was trying to move the bed with use of safety sides when the brakes were engaged. It needs to be emphasized that the safety sides are not intended for maneuvering the bed. They also should not be used as a support lever. A repeated activities as such could have weakened safety side material what in consequence could contribute to the safety side detachment. That citadel plus bariatric care system meets the requirements of standard iec 60601-2-52 for medical devices, according to which: "side rail latched/locks shall remain secure when subjected to the forces of normal use"; "side rail shall be designed to withstand the forces applied during reasonably foreseeable misuse over the product life cycle without creating an unacceptable risk". Compliance it checked by the following test with the side rail in upper position: lateral force cycling test. Exert a force of 100 n that is perpendicular to the side rail at the top middle section of the side rail, repeat for 3 000 cycles. Longitudinal force cycling test. Exert a force of 100 n on the side rail in the lengthwise direction of the side rail, repeat for 3 000 cycles. Vertical force cycling test. Exert a force of 100 n on the uppermost part of the side rail in the vertical direction of the side rail; repeat for 3 000 cycles. Upon completion a), b) and c) above, apply a static load in the directions in worst case positions. The side rail shall not become unlatched/unlocked or create any other unacceptable risk. Moreover the standard requires to verify side rail strength and latch reliability exerting a force of 750n on the uppermost part of the side rail in the vertical direction of the side rail. A durability of the panel against lateral forces is checked by applying 500n to the safety side. What is more, IFU indicates the minimum recommended level of preventive maintenance. Check operation of side rails should be completed by caregiver every day. The procedure must be carried out by suitably trained and qualified personnel. Taking into account all above it can be concluded that some additional force applied to the safety side contributed to the safety side detachment. However without having first-level evidence we are not able to determine the exact root cause of the malfunction in question. Additionally it needs to be pointed out that 100% manufactured citadel plus beds are checked during quality inspection gate to verify the required product specifications and check whether the acceptance performance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. In summary, although no adverse event occurred the complaint was decided to be reportable on potential as the safety side detached from the bed posing a potential risk of patient falling. Upon the investigation conducted we were able to determine that the safety side in question was exposed to enormous force that is unlikely to occur during normal, intended use. There was no indication of patient's involvement. The safety side was reported to detach and from that perspective the citadel plus bed did not meet manufacturer's specification.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Following the information provided right foot end side rail detached from frame and fell to the floor. The screws securing the safey side were found inside the panel but the metal inserts were pulled out of the plastic panel. There was no injury sustained as a result of this malfunction.